Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following a surgical procedure (not named), post-procedure review found the post of this unipolar temporary myocardial pacing wire was missing. The patient's chest was opened and the post was found and removed. No further adverse patient effects were reported.